Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was observed that the programmer (pgm) has no outward signs of abuse or mishandling. The pgm also has no flickering screen all throughout the testing. The inverter shows evidence of overheating and was replaced. The inverter cover was found to have been melted and was replaced as a secondary failure. The electromagnetic interference (emi) tape was slightly lifted and was also replaced. The ECG lead has noise; a good internal circuit board was installed, and electrogram (egm) noise was no longer observed. There are components in the circuit board that are no longer replaced as the pieces are already obsolete. The programmer passed several device interrogations without any error codes observed. Additional analysis indicated that the programmer did not pass the hard drive burn-in test and was replaced.

Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Boston scientific received information that this programmer would boot up for ten seconds, the screen would flicker a little and then would shut down. Multiple reboots and troubleshooting were made but were unsuccessful. The programmer was returned for analysis. No adverse patient effects were reported.